Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the valve has 195 ohms.associated malfunctions for this device: gear clamps leaking.